Event description:
Info received indicates that during an off-pump case the device was released and pt bleeding was noted. The case went to bypass to repair pt cardiac tissue damage, which according to info received, was at or near the site where the unit had been attached. Later the same day the pt was reported to require add'l surgery for bleeding. No add'l consequence was reported for the pt.